Event description:
Proposed b5 text: a customer reported the swivel mechanism of their epiq cvx ultrasound system's control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. The field service engineer replaced the solenoid to resolve the immediate issue. An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
The field service engineer confirmed the defective part was inadvertently discarded. Therefore, further failure analysis cannot be performed. The system¿s solenoid was replaced to resolve the immediate issue for the customer and there have been no similar issues reported post repair.